Event description:
Customer observed a high bias with patient samples when tested with advia centaur xp intact pth (ipth) lot 056322. There are no reports of altered or prescribed treatment based on these results. There are no reports of adverse health consequences based on the high biased patient ipth results.

Manufacturer narrative:
The cause for the discordant ipth results is unknown. It is thought that sampling handling could be the cause of the bias. Based on the quality control results and the master curve material results, the instrument is performing within specifications. A siemens field service engineer was sent on site to evaluate erratic quality control results and the base pump was replaced. The acid pump and the base pump and all reagent probes were calibrated. Pmt dark counts were verified. An fse went on site a second time and checked the dark counts on the luminometer and the acid and base pump dispense volume. The probe alignments were changed. The sample probe was checked for clots. The fse also checked the wash sequence in the wash manifold. The fse ran calibrators and controls and found the controls in range and the system operational upon departure. No conclusions can be made as to whether this was the cause of the high bias observed with the patient samples. No further evaluation of the device is required. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy."